Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire adapter of an rt240 adult dual-heated breathing circuit did not properly fit the heater wire plug of the inspiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The subject rt240 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for examination. We are not yet in receipt of the device to commence our investigation. We will provide a follow-up report upon receipt of the complaint device and following completion of our investigation.